Manufacturer narrative:
See attached.

Event description:
Allegedly, patient underwent revision surgery on right hip due to pain and corrosive black material at the head neck stem and neck stem taper junctions. Metallic staining as well as gross necrotic tissue debris within the joint.